Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformities during the manufacturing process.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler during drain. When the nurse opened the cycler door, fluid began to leak. Treatment was continued manually. The patient had no adverse effects and required no medical intervention. The nurse no longer has the tubing set that was leaking. Sample is not available.